Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported: "we have had another round of issues with tubing crack/splitting in the same areas as before with our port huber needles. Since 5/28, with the same patient the tubing has broken 3 different times. Once again it appears to be the 20 g ¾ in and it is breaking in the same spot, right at the end of the tubing where the clave attaches. The patient was most recently accessed on 6/6 with a 22g ¾ with no issues so far." This report addresses the needle accessed during 5/28 -5/29 re-accessed due to dislodgement.